Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two vaso view 6 devices would not cauterize. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. According to the cvor coordinator who spoke to the maquet sales representative, this may have been due to operator error because, the user was the back-up harvester and has not used this product very often. The back-up harvester's experience level is pretty low. It was unk what type of generator was used or the power setting. This report is for the first device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.